Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer has been using cold insulin with pump. Customer replaced cartridge and infusion set to address occlusion. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed.